Event description:
Facility reported via medwatch form that a pt developed nausea and vomitting (not unusual for this pt) one (1) hour into the treatment. One half hour later "a kink was noted" in the blood pump segment of the line. "The line was then straightened by the rn". Phenergan IV was given. Blood was drawn and spun down. Nausea decreased slightly. Blood specimen "confirmed hemolysis". Treatment discontinued. Pt sent to ER. Next day pt was discharged home from the hosp without further complications. The sample is available for examination.